Event description:
Related manufacturer report number: 2916596-2021-01484. It was reported that on (B)(6) 2021, the patient had a driveline fault alarm and was presented to the emergency department where the alarm persisted. The patient's controller was exchanged to the backup and the alarms resolved. Log file analysis of the first controller captured backup battery faults due to the backup battery failing the load test on (B)(6) 2021. The log file ended with a driveline disconnect. The log file analysis for the second controller captured driveline power faults on (B)(6) 2021 and (B)(6) 2021 due to a fuse in the controller opening. The controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file. The log file contained approximately 3 days of data ((B)(6) 2020 and (B)(6) 2021 per the timestamp). The log file showed that the controller was exchanged on (B)(6) 2020, and was first powered on again at 22:26:39 on (B)(6) 2021. A controller fault alarm activated on (B)(6) 2021 at 22:27:41 due to a power b fuse open fault. The driveline was then connected and the pump ramped up above the low speed limit at 22:28:17. A driveline power fault alarm activated when the driveline was connected due to a power b open fault. The power b fuse open and power b open faults did not clear throughout the log file after activating. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the system controller and modular cable were exchanged; however, no equipment would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both titled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate 3 patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ under the sub-section titled "connecting the driveline to the system controller", provide the proper steps for connecting the driveline to the system controller. These sections inform the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.